Event description:
It was reported that the patient presented to emergency room complaining of diaphragmatic stimulation. Interrogation revealed that the atrial lead had dislodged. The lead was successfully repositioned.

Manufacturer narrative:
No medwatch form was received.